Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow and low power event was confirmed through review of the controller log files which revealed a gradual decrease in power consumption and estimated flow beginning (B)(6) 2021, followed by a sharp decrease in power consumption and estimated flows on (B)(6) 2021 leading to parameters below normal operating range. Three (3) low flow alarms logged on (B)(6) 2021 between 12:11:00 and 12:13:47. An additional low flow alarm was then logged on 12:31:04. Information received from the site indicated that, in addition to the low flow and low power event, the vad patient was admitted for septic shock due to suspected urinary tract infection. A chest x-ray was performed, and white blood cell count (wbc) and blood cultures were taken. Cultures tested positive for bacteremia with bacterial toxins in the blood. The patient had a total system body reaction to the infection and was given intravenous (IV) antibiotics. It was also reported that the patient experienced hemiparesis. A brain/head computerized tomography (CT) revealed acute parenchymal hemorrhage of unclear genesis suspected to be infection related in the right cerebellar hemisphere with signs of entrapment. It was noted that international normalized ratio (inr) was therapeutic at 2.3 and the patient had a c-reactive protein (crp) level of 48. There was consecutive decrease in vigilance and the patient had increase of bleeding over the course with worsening respiratory insufficiency. The patient developed multi-system organ failure as a result of the sepsis and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, infection, neurological dysfunction, respiratory dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for septic shock due to suspected urinary tract infection. The vad exhibited low flows and below normal power consumption. A chest x-ray was performed, and white blood cell count (wbc) and blood cultures were taken. Cultures tested positive for bacteremia with bacterial toxins in the blood. The patient had a total system body reaction to the infection and was given intravenous (IV) antibiotics. It was also reported that the patient experienced hemiparesis. A brain/head computerized tomography (CT) revealed acute parenchymal hemorrhage of unclear genesis suspected to be infection related in the right cerebellar hemisphere with signs of entrapment. It was noted that international normalized ratio (inr) was therapeutic at 2.3 and the patient had a c-reactive protein (crp) level of 48. There was consecutive decrease in vigilance and the patient had increase of bleeding over the course with worsening respiratory insufficiency. The patient developed multi-system organ failure as a result of the sepsis and subsequently expired.